Event description:
It was reported that the speaker was not functioning.it is unknown if the complaint device was in clinical use at the time that the issue was discovered as this information was not provided.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the speaker was not functioning. It is unknown if the complaint device was in clinical use at the time that the issue was discovered as this information was not provided.